Event description:
It was reported that the plate and cage fell apart during implantation. The cage could not be used. A new implant had to be opened. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. The investigation by means of the manufacture and material documents has shown that the present zero p implant was manufactured in accordance with the specification. The measurable dimensions were reviewed as well, and it was found that these are in accordance with (B)(4). The exact cause of this damage could not be determined; however, a material or manufacture error can be ruled out. This complaint is indeterminate.